Event description:
Adverse event(s): "glare" (visual disturbances). Product problem(s): "none reported (no known device problem [iol (intraocular lens) implant]. A nurse reported a pt experiencing glare following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 06/08/2010, 06/14/2010, 06/18/2010, 06/21/2010 and 06/24/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).